Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted dust contamination as well as error code 7: (err_software), error code 53: (err_comp_log_sem_timeout), error code 55: (err_therapy_queue_full), error code 62: (err_stuck_ramp_key), and error code 65: (err_stuck_encoder_a) were present. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.